Event description:
Customer reported that she was driving and her blood glucose dropped and ended up in a car accident due to low blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 38 mg/dl at the time of hospitalization. Customer stated that at the accident she had a head trauma and dislocated her wrist and had to have a surgery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.